Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the subject device was returned worn. Visual inspection performed as part of mar dated (B)(4) 2014. A material analysis concluded: in-vivo service related damages to the articulating surface of the insert included delamination and pitting. These are commonly identified damage modes on uhmwpe tibial inserts. The asymmetric patterns of this damage indicate potential instability or misalignment within the knee. Backside wear observed on the distal surface of the insert indicates movement between in the insert and baseplate may have occurred. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert. A material analysis was performed and indicated that in-vivo service related damages to the articulating surface of the insert included delamination and pitting. These are commonly identified damage modes on uhmwpe tibial inserts. The asymmetric patterns of this damage indicate potential instability or misalignment within the knee. However, the root cause of the reported event cannot be confirmed due to the minimal information received. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient was revised due to instability.

Event description:
It was reported that patient was revised due to instability.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.